Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the allen wrench was received fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of event : unknown date in (B)(6) 2018. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the hex tip had fractured off of the tip. There are no dents or dings on the wrench itself. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.